Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head had a gap in the cable near the connector to the video processor. The issue was found, during reprocessing. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image cannot be displayed and disconnection in the cable unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: endoscopic image cannot be displayed due to disconnection in cable unit. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the camera head had a gap in the cable near the connector to the video processor. The issue was found during reprocessing. There were no reports of patient harm as a result of this event.